Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device did not work. It was further determined that the device failed pretest for check function and direction of rotation. It was noted in the service order that the device kept turning off during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined, that the motor device was in use with the cable device during the initial reported event. The concomitant med products has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.